Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 1000261607, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000264257, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to there was a leak in the cuff. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to there was a leak in the cuff. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024 serial number: n/a batch/ lot number: 1000261607 model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127 serial number: n/a batch/ lot number: 1000264257 model/ catalog description: control pump fgs iz. H2, h3, h6, h10 updated product investigation completed. Cuff: the ams800 occlusive cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. There was a perforation that is 0.6mm in length at the corner of a fold causing fluid loss. Analysis confirmed the fluid loss due to wear. Pump: the ams800 control pump was visually and microscopically inspected. One straight window quick connector (wqc) was cracked. This connector is functional and does not leak. The pump was not functionally tested due to the cuff leak. Balloon: the ams 800 pressure regulating balloon was visually and microscopically inspected. No leak was found. The balloon was not functionally tested due to the confirmed cuff leak.